Event description:
The pt was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed that their implant system was no longer functioning. Revision surgery took place one month later, and the pt was reimplanted with another clarion device.